Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with leg pain approximately three months post implant. It was noted that the patient had to decline plavix because of hematuria. The patient had an embolic event from the distal thoracic aorta which ended up showering clot into the stent graft and occluded the ipsilateral limb extension of the stent graft which did not involve the ipsilateral limb of the bifurcated stent graft. No intervention has been performed. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).